Manufacturer narrative:
(B)(4). The event is still under investigation.

Manufacturer narrative:
(B)(6). Reviews of the complaint history, documentation, quality control (qc), and specifications were conducted during the investigation. The complaint device was not returned for evaluation. Per the description of event, drainage was successful but upon withdrawal, approximately 2cm of the catheter separated. The fragment was not removed from the patient as the physician feels it should not be problematic. Upon additional minimal manipulation of the catheter once outside the body, the physician was able to separate two additional pieces from the catheter. The component of the set that exhibited the separation is the catheter tubing, which is supplied by an approved vendor. There are several requirement guidelines in place to ensure the integrity of this device. A review of records for the provided tubing lot found no records of nonconformancy. A final inspection is performed by quality control personnel to confirm that the qualitative and quantitative requirements are met. Since the device was not returned for evaluation, we are unable to determine with certainty the root cause for the reported difficulty. The internal personnel have been notified and we will continue to monitor for similar events. Per the risk assessment, no further risk reduction is required.

Event description:
A (B)(6) male pt underwent a CT guided abscess drainage/needle aspiration. CT guided needle aspiration of small fluid collection anterior upper abdomen. Aspiration resulting in its clearing. On removal of the tube, the physician noted that the end of the ring drainage catheter needle appeared to be missing. The small caliber drainage tube fragmented upon removal and a 2cm long fragment was left within the pt. The physician feels material may not prove to be problematic and a decision was made not to remove the fragment. The pt will be observed for signs and symptoms of infection. Upon post inspection of the product by the physician, the catheter broke into two add¿l pieces with minimal manipulation. The pt was made aware of the incident. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. (B)(4).